Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black insulation coating melted. The patient was not injured and the case was completed.

Manufacturer narrative:
The "insulation melted" condition could not be confirmed since the reported unit was not returned for evaluation. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component 2. Poor assembly process 3. Misuse in the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: -clogging -inadequate hospital suction -bad connection to hospital suction line -leak -pinch clamp left closed -probe bender use to bend non-bendable probe. None of the other possible contributors for poor suction can be ruled out. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: - used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. -inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported; a possible user related possible contributor cannot be ruled out. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: - examine the probe for damage prior to use and discard if damage is found. -do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. -do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. -do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. -do not bend probes that are not bendable. -ensure that adequate inflow and outflow of conductive irrigant is maintained at all times during probe use or else irrigant may overheat and damage surrounding tissue. -do not allow the patient to come in contact with grounded metal objects. -when serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. -position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the black insulation coating melted. The patient was not injured and the case was completed.